Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an avx thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® avx catheter was selected for a thrombectomy procedure in a left arm fistula. During thrombectomy, it worked for two minutes and then a check saline error was displayed. When the catheter was removed from the console a leak was noted from the pump area. There were no patient complications and the patient is in stable condition.